Manufacturer narrative:
One device was returned for repair in used condition with reported error device alarms 1260 on power up. Error 1261 was found in the event history log. This device has not been in for service in the review period. The reported problem "device alarms error code 1260" was not duplicated. Functional testing was performed and was unable to verify error code. The cause was the microprocessor board was defective. Replaced the microprocessor board to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed error code 1260 on power up. The event occurred during testing, there was no patient involvement.